Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device stopped working. During procedure, it was found a tear in the device and tissue started growing with the corporal body. A new ipp was implanted and there were no additional patient complications reported.